Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image.

Event description:
It was reported that there was a blurry image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: reported by the customer: not focusing. P/n #: 1488020125. S/n # : (B)(6). Summary of evaluation: unable to replicate fault reported by customer. Focusing ring functions as specified in qip. No faults found. Qip# qip10193 rev. F. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, software, scope, light source, camera head, coupler, 1488 & 1588 extension cable, intermittence while using rf devices , problem toggling light source or from camera head, connected monitors, leaking, use error, poor grounding , electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence.